Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling of the coating (greater than or equal to 1 square millimeter) on the insertion section due to deterioration. Additional evaluation findings are as follows: 1.) Bending problematic; 2.) Abnormal shape of the bending rubber; 3.) Insertion tube-non bending section defects; 4.) Instrument channel blockages/restrictions; 5.) Universal cord defects; 6.) Distal end defects; 7.) Connector defects; 8.) Control body defects; 9.) Eyepiece section defects; 10.) Image problem due to broken fiber; 11.) Air/water leakage from insertion section; 12.) Air/water leakage in the eyepiece section. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model bf-3c40, oes bronchofiberscope to olympus for repair due to a report of insertion tube defects (non-bending section). There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, peeling of the coating (greater than or equal to 1 square millimeter) on the insertion section was found. This report is submitted due to the peeling of the coating (greater than or equal to 1 square millimeter) on the insertion section. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.